Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they attempted to change the units of measure from dose(s) to pack(s)" however the units of measure could not be changed. There was no report of any patient or user harm. The device was in clinical use at the time the issue was discovered.